Event description:
Reporting status: serious injury-surgical intervention/permanent damage. Reporting rationale: angina requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after a xience v stent was implanted, the patient returned for a follow up in 2009, and was experiencing chest pain (angina) upon exertion. An angiogram was performed and revealed in-stent restenosis, which was further treated with coronary artery bypass graft (CABG) surgery. The angina resolved four days later. It was noted that the xience v stent was originally implanted to treat in-stent restenosis in a previously implanted vision metallic stent. No additional event or patient information is available.

Manufacturer narrative:
The xience v stent was originally implanted to treat in-stent restenosis in a previously placed vision stent. The IFU states that, the xience v "is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary lesions (length = 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm." "The safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis." Angina and stenosis, as listed in the IFU, are known adverse events with stenting. Hospitalization is listed in the risk assessment along with angina and stenosis as potential post-procedure complications.